Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that an output error occurred during the latter half of a laparoscopic liver resection procedure. The user continued to use the subject device and the probe was damaged in the abdominal cavity. The damaged probe was recovered and the procedure was completed with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was found to be broken at the 16mm from its distal end. Scratches were observed around the broken area of the probe, the coating of the probe around the scratches was partially peeled off and it was discovered that cracks were progressing from the scratches of the probe; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The probe came into contact with hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler needles or other surgical instruments. 2. Due to ultrasonic vibration, coating of the probe peeled off. It also caused scratches on the probe. 3. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. 4. The output was activated with probe having cracks. This caused an error. 5. After probe check outside body, some force was applied to the probe causing it to break. This following information is included in the instructions for use (IFU): "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor the performance of this device.